Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 18mm target lesion was located in the moderately calcified right coronary artery(rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to guide. A promus element plus 3.50x20mm stent was deployed. The choice¿ pt floppy guidewire was advanced until the distal segment of the rca. An unspecified 5.0x15mm balloon was inflated to dilate the target lesion at 12 atmospheres with no complications. Subsequently, a promus element plus 3.50x16mm stent was implanted. The ultrasound image was taken. The image showed 3.50x16mm stent was not expanded. The physician used non-bsc 3.5x15mm balloon catheter was used to expand the stent. It was noted that the balloon broke in the process. The second ultrasound image was taken to verify the stent expanded minimally to cover the lesion better. The physician suspects the possible ¿fracture¿ of the 3.50x16mm stent in the ultrasound image. The procedure was completed. No patient complications were reported and the patient's condition is stable.